Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin sheared off in the patient's femur. The surgeon decided to leave the tip of the bone pin in the patient's femur. The outcome of the case was successful.

Manufacturer narrative:
Reported event: when bone pins were removed, femoral pins were bent and tip was broken off. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-07 non-sterile bone pin, single) were manufactured and shipped to millstone on 11/25/2015 and accepted into final stock on 11/25/2015 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143140, lot number w43264 shows two additional complaints related to the failure in this investigation. The related pi numbers are 1276313 & 1321491. Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did use the drill guide during placement of the bone pin. The bone pin broke and bent related to another one of the other potential causes found in 2.0 afmea 0007 sys r35 including: excessive off-axis force applied, high patient bone density, bone pin reuse fatigue, bone pin re-directed during insertion, improper drill speed used increasing torque on pin. Based on this investigation, it is not possible to determine which of the cause(s) above contributed to the failure. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluaton.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin sheared off in the patient's femur. The surgeon decided to leave the tip of the bone pin in the patient's femur. The outcome of the case was successful.